Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior communicating artery (p-comm) using penumbra smart coils (smart coils). During the procedure, the physician deployed a smart coil into the target vessel using a non-penumbra microcatheter without any resistance but was unable to detach the coil using the penumbra smart coil detachment handle (handle) after two attempts. It was observed that the detachment zone on the smart coil pusher assembly appeared to be separated into three pieces instead of two, with the inner nitinol wire exposed. The physician then attempted to manually detach the smart coil using artery clips but was unsuccessful. Subsequently, the smart coil was detached by breaking the pusher assembly distal to the detachment zone. The procedure was then successfully completed using additional coils and the same microcatheter. There was no report of an adverse effect to the patient.